Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact.